Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected and close intermittently. A field service engineer unable to replicate the problem, performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed. The customer indicated that the user needed to go to the other side to acquire the necessary medication. There were no adverse events or injuries reported based on this event.